Manufacturer narrative:
(B)(4). During a follow-up, the ventilator was found to have a faulty temperature sensor cable. The temperature sensor cable was replaced to resolve the reported "temperature alarm" issue.

Manufacturer narrative:
(B)(4). The cable assembly was returned for evaluation. The service engineer evaluated the cable and could not verify the reported complaint. The unit under test (uut) was placed into a test ventilator and continuously operated for 19 hours without any issues. A third party service provider replaced the cable assembly.

Event description:
A report was received stating the ventilator experienced an internal temperature alarm after 15 minutes of operation. The ventilator was connected to a patient at the time of the alarm. The patient was removed from the ventilator and placed on an alternate device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)